Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a gastric bypass, during the third firing while using a white reload, firing across the jejunum the surgeon completed three firing strokes and the tissue fell out of the jaws. The surgeon removed the device from the trocar and handed it to the scrub. The scrub tried to fire the device to get the knife blade back or fired the fourth stroke. However, the closing and firing levers remained in stuck together. The jaws could not open. The device was not stuck on tissue, the event occurred outside of the patient. Another device was used to complete the procedure. There was no adverse consequence to the patient reported. (B)(6).